Manufacturer narrative:
Occupation is patient/consumer. The meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
There was an allegation of discrepant inr results with coaguchek vantus meter serial number (B)(4) compared to the doctor¿s coaguchek xs meter. The specific date of the event was not provided. The comparison was performed in "early (B)(6)" 2022. The result from the vantus meter was 2.5 inr. The result from the doctor¿s xs meter within 4 hours was 2.0 inr. The patient¿s warfarin dose was increased based on the doctor¿s meter. The patient¿s therapeutic range is 2.5 ¿ 3.0 inr with a testing frequency of weekly.